Event description:
Approximately two months post rotator cuff revision repair with orthadapt augmentation, the patient developed swelling at the repair site. The site was aspirated three times and the graft was later explanted, approximately 3.5 months post revision repair.

Manufacturer narrative:
Pathology report prepared from the explanted graft indicated necrotic skeletal muscle, fat and soft tissue. Based on results of complaint investigation and reported information from physician's office, the cause of the reported symptoms is not graft-related, but can be attributed to non-viable native tissue. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.